Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 1/16/98.) (Pt's current status: unk- rpt'd 1/16/98.)